Manufacturer narrative:
(B)(4) date sent: 11/9/2020 d4: batch # unk h2: additional information: upon visual inspection of two photos, the following was observed: the first photo shows two malformed clips. The second photo shows four clips placed on the tissue and two clips can be seen not properly formed. Based on the photo, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. Additional information: two photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, malformed clips occurred. Another ligaclip was used to successfully complete the procedure. There was no patient consequence.